Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detached from connector event on 25-may-2024. The infusion set was in use for one day. The blood glucose level at the time of incident was 336 mg/dl. No further information available.